Manufacturer narrative:
Engineers inspected and found that the receiving tube was faulty. After replacing the receiving tube, the monitor returned to normal. However, philips is still obtaining information related to patient involved. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not display spo2 because the 'receiving tube was faulty'. The 'receiving tube' was replaced to resolve the issue and the patient injury information was noted as "electric shock'.

Manufacturer narrative:
It was confirmed that no actual harm occurred and the customer meant there was a potential for harm. The device was evaluated and determined that the spo2 probes were defective and needed to be replaced. The receiving tube was replaced and resolved the issued. Based on the information, the product was confirmed to be operating per specifications, and the cause of the reported problem was determined to be the sensor probes. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on a gs20 patient monitor indicating that the monitor did not display spo2 because the 'receiving tube was faulty' the device was in use on patient at time of event, there was no adverse event reported.